Event description:
On (B)(4) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying an unknown error message. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at an unknown time. The patient reportedly manages her diabetes with metformin 500mg pills and humalog insulin (unknown dose) and it is not known if she took any action regarding her usual diabetes management routine in response to the alleged issue. She claimed that at an unknown time after the issue began, she developed symptoms "dizziness and tiredness" and went to the emergency room (ER) on that same day at an unknown time. She reported that her blood glucose was checked with an hospital meter (unknown brand) and a value of "238mg/dl" was observed. She was reportedly treated at the ER with an unknown type/dose of insulin. It is not known if the patient was admitted or later released on that day. At the time of troubleshooting, the cca noted that the patient did not have testing supplies for troubleshooting and she could not recall what error message she was getting, therefore the issue was not resolved. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms that required treatment from an hcp after the alleged meter issue began.